Manufacturer narrative:
Zoll UK evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, manual 30j shock tests and automatic readiness tests without duplicating the report. The electrode pads and multi-function cable were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.